Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported a patient that experienced an anterior capsule tear during laser assisted cataract surgery. There was a tag due to bubbles and the doctor had trouble completing the capsulotomy and the capsule tore. The tear did not go posterior and the planned intraocular lens was used for the patient.